Event description:
It was reported that some threads on the end of the drill guide were peeled off. It is not known how or when the screw threads peeled. It is not known if there was any patient involvement. This report is for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and the first thread flank was damaged and bent inward. Clearly visible stress marks were noted above the threaded part. Based on the appearance of the damage, it is likely that cross-threading or applying too much lateral stress during use caused this damage. Device wear and tear could have also played a certain role. However, the relevant dimensions of the thread could not be verified due to damage. Therefore, this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).